Manufacturer narrative:
As reported, during deployment of a 29mm x 70mm palmaz genesis on opta pro stent delivery system (sds), the stent was not deployed on inflation. There were no reported injuries to the patient. The device was properly stored and opened in the sterile field and was used in the patient. The device was returned for evaluation. A non-sterile ¿long gen / pro 29 x 70 per 135¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with product evaluation. A thorough visual inspection was performed, and no damage or anomalies were observed. The balloon arrived deflated, with the stent properly mounted in the manufacturing position and without evidence of damage. No additional noteworthy observations were identified. Functional analysis was performed to assess the presence of any resistance or friction within the guidewire lumen. Prior to evaluation, the guidewire lumen was flushed with water, which flowed freely through the device and exited at the distal tip as expected. A laboratory sample 0.035-inch guidewire was inserted through both the distal tip and the luer hub. In each case, the guidewire traversed the lumen and exited from the opposite end without difficulty. No resistance, friction, or obstruction was observed during insertion or withdrawal. A functional balloon inflation test was subsequently performed. An inflator/deflator device was connected to the inflation port, and positive pressure was applied to evaluate balloon performance up to the rated burst pressure. The balloon inflated as expected, achieving the proper shape, and the stent expanded appropriately. No inflation difficulties, delays, or pressure instability were observed, and pressure remained steady throughout the test. The reported ¿balloon inflation difficulty unable to inflate¿ was not verified during analysis of the returned device as the balloon inflated with no difficulties during functional testing and the stent was properly expanded. The exact cause of the issue experienced by the customer could not be determined. Therefore, based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer as no anomalies were found on the returned device. According to the instructions for use, which are not intended to mitigate risk, use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Do not use ethiodol* or lipiodol contrast medium. Do not attempt to remove or readjust the stent on the delivery system. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum.¿ the information available, nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during deployment of a 29mm x 70mm palmaz genesis on opta pro stent delivery system (sds), the stent was not deployed on inflation. There were no reported injuries to the patient. The device was properly stored and opened in the sterile field and was used in the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 29mm x 70mm palmaz genesis on opta pro stent delivery system (sds), the stent was not deployed on inflation. There were no reported injuries to the patient. The device was properly stored and opened in the sterile field and was used in the patient. The device will be returned for evaluation.